Event description:
The catheter tip had migrated/dislodged out of the intrathecal space. The pump and catheter was replaced. The old catheter was discarded. The patient experienced less than 50% therapy relief on the whole body (patient was having less relief from the pump than usual). It was unknown when the device issue occurred and when the patient¿s symptoms first began. It was also unknown as to whether troubleshooting/diagnostics were done prior to replacement surgery. The new pump was implanted and therapy was restarted at minimum rate. The final outcome remains unknown. The device system was used to deliver compounded baclofen, bupivacaine, clonidine and fentanyl. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).